Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on therapy below targeted temperature (tt), but the arctic sun device did not seem to be making warm water. They checked the esophageal probe, and it was properly placed. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36.8c, water temperature (wt) was 16.2c, flow rate (fr) was 2.6l/m. Checked rectal temperature was 37.1c. According to event log device has alerted. Alert 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic). Had rn flex the temperature cable and the temperature was erratic, jumping from 27c - 37c - 35c. Suggested rn replace the temperature cable and see if the patient temperature (pt) settled so the device could properly warm the patient. Suggested calling back if they had any other questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient on therapy below targeted temperature (tt), but the arctic sun device did not seem to be making warm water. They checked the esophageal probe, and it was properly placed. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36.8c, water temperature (wt) was 16.2c, flow rate (fr) was 2.6l/m. Checked rectal temperature was 37.1c. According to event log device has alerted. Alert 11 (patient temperature 1 below low patient alert), alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic). Had rn flex the temperature cable and the temperature was erratic, jumping from 27c - 37c - 35c. Suggested rn replace the temperature cable and see if the patient temperature (pt) settled so the device could properly warm the patient. Suggested calling back if they had any other questions.